Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed delamination of patch layers which resulted in a leak.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.